Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-05274. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited low pacing and defibrillation impedance values. The lead was explanted and replaced on (B)(6) 2020; however, the impedance values remained low and out of range on the new lead. The physician suspected a device interface failure; thus, the device was explanted and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
Additional information: d10 the reported field event of low lead impedance was confirmed in the lab. Telemetry, pacing, sensing, high voltage output, high voltage shock, and patient notifier were tested on the bench, and found to be normal. However, the ventricular and high voltage lead impedance measurements were found to be lower than expected. The cause of the low impedance anomaly could not be conclusively determined, since the anomaly was lost during analysis.